Event description:
It was reported the left ventricular (lv) lead demonstrated elevated thresholds in all three pacing vectors due to lead dislodgement. The lead was electrically abandoned and remains implanted. The device was programmed to right ventricular pacing only. The patient is enrolled in the system longevity study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was also noted that there was intermittent to no capture. The patient did receive an epicardial lv lead.

Manufacturer narrative:
(B)(4)